Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to clinic for follow-up with 2 episodes of ventricular noise. No electrical anomalies were noted. Patient did not receive therapy. Reprogramming changes were recommended. Patient to be monitored through merlin.net.